Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, when the inner catheter was slit, the lead dislodged. A new catheter was then used and during the slitting of that catheter, the lead dislodged again. The lead was not used and a new lead was successfully implanted. No patient complications have been reported as a result of this event.